Manufacturer narrative:
The insulin pump was received with act and up arrow buttons unresponsive due to corroded keypad traces. No button error alarm noted. Time advances properly. We were unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. No blank display anomaly was noted, however moisture damage found on the lcd board. The insulin pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, minor scratched and cracked display window, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a blank display and button error alarm. The customer¿s blood glucose was 14.7 mmol/l the time of incident. Customer stated that the insulin pump alarmed button error and turned off after it was exposed to moisture. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to insulin pump would not turn on. Customer also reported crack on the insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.